Event description:
It was reported that pump displayed malfunction code and fault message but no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again, which customer understood.